Event description:
Heartmate 3 patient (previous heartware exchanged for thrombus) presents with first episode of gastrointestinal (gi) bleeding with left ventricular assist device (lvad) therapy in the setting of critical illness on vasopressors, inotropes, ventilator, continuous dialysis, and heparin infusion. 4 units of transfused blood were required; heparin stopped. Four non-bleeding arteriovenous malformations (avms) in the stomach, and a few avms in the duodenum were treated with cautery. An actively bleeding avm in the jejunum was treated with cautery.